Manufacturer narrative:
On 02 february 2017 the (B)(4) performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. The ceramic ball head showed little signs at the base, probably occurred during the removal, and signs inside the taper due to the grip with the metallic taper of the stem. Some other signs were visible on the external spherical surface probably caused by strikes during the removal. The stem showed the absorption of the ha coating only in the distal part, while it was almost totally present on the proximal region, showing the evidence of the loosening of the implant; a fibrotic tissue were noticed in some areas of the stem and some signs probably occurred during the removal were noticed on the neck and on the taper. From the received pieces it was not possible to determine the root cause of the event.

Manufacturer narrative:
On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: approximately 6 months after primary cementless tha the stem is found mobilized and retrieved. The quality of the x-rays supplied is very poor and no comment can be made based on them. Also, only pre-revision images are available, the postoperative situation cannot be evaluated. From the report, it appears that this stem was never able to begin the osseointegration process; this hypothesis is also supported by the explant images, where the ha coating is still visible. With the information available, no conclusion as to the cause for failure can be drawn. Batch review performed on 22 december 2016. Lot 143635: (B)(4) items manufactured and released on 28 july 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 22 december 2016 the r&d project manager performed a preliminary investigation based on the images of the explants received from the reporter and commented as follows: on the stem, some ha residual can be noted. Many signs and scratches can be seen on the ceramic head. No conclusions can be drawn with the information received to date.

Event description:
Revision surgery 8 months after primary due to loosening of the stem. Implant was not osseointegration and was replaced without difficulty.